Event description:
A hosp rn reported that a one touch meter gave one low inaccurate result with a hospital pt. In 2001, a pt had the blood glucose show as 77mg/dl on the data dock of the ot meter. Pt was treated with "glucoguage" based on the ot meter result. A laboratory test done 15 minutes later showed same pt's blood glucose as 355mg/dl. Hosp pulled ot meter from service. Pt did not have nay adverse event.